Event description:
A medtronic representative reported the mach cranial application was unresponsive when in the navigate task. Trouble-shooting did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement computer shipped to site. Medtronic representative, following-up reports that after replacing the computer, the system functions normally. Issue resolved. Suspect device has not been returned to manufacturer for evaluation.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer was unable to post or boot during testing so the reported failure could not be duplicated. There was a strange smell inside chassis as if it had been wet. The power turned on and fans run, but no other functionality was observed which indicated a mother board failure. The device was replaced to resolve the issue.